Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (313 mg/dl). Reportedly, the customer had been using the same cartridge and infusion set for over 2 days. Tandem technical support informed customer that the cartridge is indicated for use for 2 days. At the ER, a nurse assisted the customer in performing a supply change and resuming insulin therapy to treat the bg. The customer was released after 30-40 minutes with no permanent damage. The customer continued to use the pump for insulin therapy.